Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd bactec¿ peds plus¿/ f culture vials (plastic) were contaminated which led to false patient results. Additional blood culture testing was performed, and the results were negative. Three patients were treated with bactrim based on the false results, but there was no report of adverse impact. The following information was provided by the initial reporter: erroneous results and adverse effect: were erroneous results and event reported? We are concerned the results were erroneous. How many false positives/negatives did the customer receive? We have 3 patients with same organism (2 in may, 1 in july) what confirmatory testing was performed that determined the results were erroneous? More blood cultures ordered and were negative were any erroneous results reported to the doctors? Yes- it has not been confirmed the results were erroneous but we are considering all possibilities as this is very unusual if yes, were any patients treated based on erroneous results? Treatment was initiated as patients were critically ill-outside of the one culture of stenotrophomonas if yes, did the erroneous treatment have any adverse impact to the patient(s)? Na. Has this organism been reported and any treatment was initiated based on this result? All patients were treated with bactrim and all 3 patient¿s were in the ICU-different rooms, no additional cultures growing same

Event description:
(B)(6) (10/28/2022 1:36 pm) no responses received from customer (B)(6) (9/26/2022 5:28 pm) customer followed up and said that the responses was provided. After consultation internally with quality and ts, it appears that the responses were not received and customer followed up again if we should resend. Customer declined that he is busy and asked for ts email that he would forward what he has it was reported by the customer that they have received contaminated vials for the product 442020. (B)(6) to bd only posted a comment: 2022-09-01 04:08 pm bactec bottle related questions: is this bottle available to be returned for quality investigation? No what is the lot number you are seeing this issue on? Don¿t have a lot number now since the bottles from that box already used up. How many bottle had this contamination issue? 1. What was the condition of the shipment upon receipt? Fair. How was the product stored? Room temp. How much product was received? 3 boxes. How much product was affected? No answer provided. Does the product ship direct from bd or from a distributor? Medline. Who is the distributor? Medline. Please reply to this email with photos clearly displaying the alleged defect and product lot number (if bottle is not available) - no answer provided. Instrument related questions what is the serial number for the bactec fx? (B)(6). Where is the location of the bactec (facility address)? Is the false positive or bottle contamination a repeated issue using the same instrument? Yes. Did the issue occured in the same stations or drawer? No, record. The specimen are too old to get those information (B)(6) to bd only posted a comment: 2022-09-01 03:10 pm from case (B)(4) erroneous results and adverse effect: were erroneous results and event reported? We are concerned the results were erroneous. How many false positives/negatives did the customer receive? We have 3 patients with same organism (2 in may, 1 in july) what confirmatory testing was performed that determined the results were erroneous? More blood cultures ordered and were negative were any erroneous results reported to the doctors? Yes- it has not been confirmed the results were erroneous but we are considering all possibilities as this is very unusual. If yes, were any patients treated based on erroneous results? Treatment was initiated as patients were critically ill-outside of the one culture of stenotrophomonas if yes, did the erroneous treatment have any adverse impact to the patient(s)? Na has this organism been reported and any treatment was initiated based on this result? All patients were treated with bactrimand all 3 patient¿s were in the ICU-different rooms, no additional cultures growing same. (B)(6) to bd only posted a comment: 2022-09-01 03:09 pm customer problem: customer is alleging contaminated vials for the product 442020.. Peds plus 449485576169 (not available for return/no photo as well) lot# - not available steps taken with customer/troubleshooting: informed customer that available vials should be returned. Next steps (if necessary): to confirm this complaint alleged by customer resolution achieved (y/n)? : n quantity received and quantity affected: na shipment method (directly or via distributor): distributor if it is a distributor ¿ who is it? Medline photos or returns requested? No photo and return available replacements or credit requested : na follow up required (y/n)? Y if consumable is tested on bd instrumentation, list serial numbers: (B)(6) time stamp (if applicable): na indication that customer is industrial indu (if applicable): na is a letter signed by quality required (y/n)? : y reviewed smax case history: y - see case (B)(4) (B)(6) : 2022-09-01 20:07:54 (gmt) customer is alleging contaminated vials for the product 442020.

Manufacturer narrative:
The following information was added: d4. Medical device lot#: 2040770, d4. Medical device expiration date: 30-nov-2022, h4. Device manufacture date: 09-feb-2022. H.6 investigation summary: bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.